Event description:
The initial attorney report alleged pain, scarring, disfigurement and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt¿s attorney: (B)(6) 2006 - pt underwent repair of an umbilical hernia with 2 kugel patches. On (B)(6) 2008 ¿ pt underwent primary repair and closure of hernia defect. Both kugel patches were excised.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add¿l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add¿l info received. Based on the info provided it is unk whether the device may have caused or contribute to the reported event. The pt is obese and has undergone several previous abdominal repairs. There is no indication in the medical records of a device failure however the kugel patches were removed and the hernia defects were repaired and closed using the primary technique (sutures only). Although the operative report does not state that the repair performed at the time of explant was for a recurrence it does note that a large hernia sac was dissected and removed. Recurrence is a known inherent risk of the procedure as stated in the IFU supplied with the device. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2012-00356 for info related to the first kugel patch implanted on (B)(6) 2006.